Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 08/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported: ahs mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2024 incident details: the substitute is very unsafe! The needle is completely exposed pre and post injection. The cover to go up over needle gets in the way of injecting the syringe and has a high risk for needle sticks. It does require two hands to cover the needle with the attached cover therefore increasing the risk of a needle stick. This is an ongoing issue as the sub is lasting a long time. We use several of these needles every day.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.